Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the mildly tortuous and moderately calcified forearm. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during initial inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.